Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that s her onetouch ultralink meter was reading inaccurately high compared to her feelings and/or normal results. The medical surveillance specialist (mss) spoke with the patient on june 23, 2010 and obtained the following information. The patient reported that the alleged inaccuracy began 2 months prior to contacting lfs. Approximately 2 weeks prior to contacting lfs, the patient claimed she tested her blood glucose before going to bed and obtained an alleged high blood glucose reading either in the "400 or 500 mg/dl" range with the subject meter. In response to the reading, the patient reported that she took 40 units of humulin r insulin (based on her sliding scale). Two hours after taking the insulin, the patient claimed she woke up from her sleep feeling dizzy, shaky and sweaty. The patient denied testing her blood glucose at the onset of symptoms and claimed she immediately treated self with juice and glucose tablets. The patient confirmed she felt better afterwards. At the time of troubleshooting, the cca noted that the subject meter had not been set to the correct code number. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was leakage of the trocar. The surgeon needed to convert to an open surgery. The device was discarded. Additional information has been requested:

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.